Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. No unexpected insulin flow blocked alarms were noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion test. The pump was received with a cracked keypad overlay at the select button, a cracked reservoir tube lip, a scratched case and a damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of no delivery from the insulin pump. The customer changed the battery and there was an insulin flow blockage.